Event description:
The pt was admitted to the hosp and put on an insulin drip. Her blood glucose was tested on the suspect device and it was 200-200 mg/dl lower than the lab that was drawn at the same time. While waiting for the lab value to come back the pt was taken of the insulin drip based on the suspect device reading. When the lab value was received (20-30 minutes later), the pt was put back on the insulin drip.